Event description:
Account reports one incident in which leakage occurs at the tubing/luer bond. Leakage noted before usage on pt. During testing of returned sample, it was noted that the leakage was actually occurring from the filter air vent. Due to historical reporting, 30 day report late filed.